Event description:
A complete se stent was used to treat a dissection following the use of three in.pact admiral balloons. It was reported that distal embolisation occurred in the atp after the bail-out stenting and was treated with a non-medtronic pta balloon.

Manufacturer narrative:
Results, conclusions: emboli. (B)(4).

Manufacturer narrative:
(B)(4).